Event description:
Overdelivery reported. The pt had rec'd an intravenous push bolus of 10ml of integrilin. The pump was then set for a continuous infusion of integrilin in an unspecified concentration at 10ml/h with a volume to be infused of 100ml. A nurse reported that "91.3ml delivered in one hour on line a." There was no report of any adverse effects to the pt. No additional info was available.